Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Biomed reported on behalf of PICC team nurses that sherlock sensor's (9770024) magnet tracking is jumping all over the screen as the PICC is advanced during procedure. Biomed feels the nurses are well versed in placing piccs and doesn't feel it could be user error. Biomed also mentioned that the sherlock has a damaged usb cable and he thinks it may causing the erratic magnet tracking.